Event description:
It was reported that the front coating moved. The stenosed target lesion was located in the femoral artery. A 300cm, 8cm v-18 control wire guidewire was selected for femoral artery stenting. During unpacking, in the process of wiping with gauze, it was noted that the front coating moved. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device was returned for the analysis, and it is possible to see that the guidewire was peeled at the polytetrafluoroethylene (ptfe) coating. The original pouch was returned, and it was observed that the pouch information matches with the complaint information. No other issues were identified during the product analysis.

Event description:
It was reported that the front coating moved. The stenosed target lesion was located in the femoral artery. A 300cm, 8cm v-18 control wire guidewire was selected for femoral artery stenting. During unpacking, in the process of wiping with gauze, it was noted that the front coating moved. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.